Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01740; 509-02-432, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to infection.

Manufacturer narrative:
This supplemental report is being submitted to correct b5 and h6.

Event description:
Revision surgery due to dislocation.